Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top case corners were chipped and right plunger case was cracked. Multiple consecutive occlusion alarms were found on error history log. Syringe test, checked and tested force sensor. Force sensor out of spec; count is at 263 (should be in 30s) and value is 5.51 lb. With no pressure applied. It was not possible to calibrate. The force sensor no longer operates as intended. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and recalibrated, performed power up process, occlusion test, preventative and all functional tests which passed.

Event description:
It was reported that occlusion error /sensor issues occurred. There was no patient involvement and no patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top case corners were chipped and right plunger case was cracked. Multiple consecutive occlusion alarms were found on error history log. Syringe test, checked and tested force sensor. Force sensor out of spec; count is at 263 (should be in 30s) and value is 5.51 lb. With no pressure applied. It was not possible to calibrate. The force sensor no longer operates as intended. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 4 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced force sensor and recalibrated, performed power up process, occlusion test, preventative and all functional tests which passed.

Event description:
It was reported that occlusion error /sensor issues occurred. There was no patient involvement and no patient injury was reported.